Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead had dislodged resulted in high capture threshold. It was also noted that the lead helix failed to retract and failed to extend. The lead dislodgement was confirmed by fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.